Event description:
It was reported that the insulin pump had a cracked case between the battery and reservoir compartment. It was also stated that the insulin pump has been alarming button error ever since the damage occurred a year ago. Advised the caller that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a loose drive support disk. The insulin pump was received with a broken belt clip slot between the battery tube and reservoir tube.